Manufacturer narrative:
Literature source: long term follow-up of "full metal jacket" of de novo coronary lesions with new generation zotarolimus-eluting stents. Durante, a et al. Http://www.ncbi.nlm.nih.gov/pubmed/27441483 date of death is not available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via journal article that 120 patients took part in a study. The most common target vessel was the rca while lesions of the lad, left circumflex artery and left main were also treated. Resolute onyx rx drug eluting stents, endeavor resolute rx drug eluting stents and resolute integrity rx drug eluting stents were used. The implantation was performed following the practice of fully covering the diseased segment and was performed according to standard techniques with the degree of overlap intentionally minimised. At the longest follow-up for each patient 14 patients suffered raw incidence of mace (major adverse cardiovascular events); 2 patients suffered stent thrombosis, 8 patients underwent tvr, 5 patients suffered non-fatal mi. 14 deaths occurred. 6 cardiac deaths with 3 deaths due to mi.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.